Event description:
It was reported the atrial lead was capped and replaced due to lead fracture. Follow up with manufacturer's representative reported the patient had been "symptomatic secondary to loss of av synchrony." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.